Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Instrument reported broke during surgery of total right hip. No further patient information or xrays from the hospital.